Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported on medwatch (mw5164875) that the tubing separates from the plastic base quite easily, which could result in leakage. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
H2) correction: this file was incorrectly filed under this registration number, and this follow-up report was generated as a retraction for that mrn 9617604-2025-00159. Please reference mrn 3012307300-2025-04165 for details pertinent to this event.